Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the nurse found solution leaking from the plunger rod of the bd syringe with needle. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that the nurse found solution leaking from the plunger rod of the bd syringe with needle. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd received the affected samples from the customer in support of this complaint. A leakage through the plunger rod was observed in the provided sample. Damage in the plunger rod by the evaluation of the plunger with magnification was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: damage in the plunger lip produced during the handling of the product through the manufacturing process or in the plunger assembly machine.

Event description:
It was reported that the nurse found solution leaking from the plunger rod of the bd syringe with needle. Found during use. No reports of serious injury or medical intervention noted.